Event description:
During a coronary procedure, following stent implantation of a restenosed lesion in the mid lad, the physician encountered resistance while trying to remove the balloon through the guide and the left main was dissected. The surgical team did not treat the dissection due to the high risk the case presented. The dissection was treated with three cypher des and an unk bare metal stent however the pt expired.